Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Remains implanted in the patient.

Event description:
It was reported that approximately 31 months post implant of a bifurcated device and an infrarenal aortic extension a computed tomography scan identified a type iii endoleak between the infrarenal and bifurcated device. The patient was treated with an infrarenal aortic extension which successfully corrected the endoleak. The patient tolerated the procedure well.

Manufacturer narrative:
Actual device was not returned, hence no device evaluation was performed. However, medical records and computed tomography images were received and reviewed by internal medical director. Review of the records confirmed the reported endoleak; which is very likely the result of anatomy remodeling over time. There were no device deficiencies identified in the investigation. A manufacturing record review was performed. The lot met all release criteria with no related nonconforming material records that would explain the reported event. The lot usage history shows that no other units from this lot have been involved in any similar complaints at this time. Based upon the investigation findings, the root cause for this event could not be conclusively determined; however, aortic remodeling as part of disease progression, over time, is a likely factor. Endoleaks are a known risk of the procedure, as identified in the product labeling. Device manufacture date - corrected.